Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - hole/leak in tubing proximal to cylinder.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion adjacent to the separation, indicating the tube had kinked onto itself. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of cylinder 2 indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.